Manufacturer narrative:
The manufacturer's investigation is currently ongoing. Any add'l info will be submitted in the f-u report.

Event description:
According to the report, a pt who had previously received bioglue, underwent reoperation. Upon reoperation, the surgeon noted that the pulmonary artery had "eroded". Cultures were taken and were negative. The surgeon attributed the "erosion" to the use of bioglue in the previous surgery, the surgeon also stated that two colleagues have reportedly experienced similar events.